Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic surgical console displayed a system message with problems in exchanging from liquid to gas and the infusion is weak and the pedal is locking. The procedure details and patient harm was not reported. Additional information has been requested.

Manufacturer narrative:
The company representative provided phone support to the customer. The company representative instructed the customer to change the accessory kit and clean the pedal to resolve the issue. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).